Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201. Mountain home, ar 72653. United states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa. Haina, san cristobal 91000. Dominican republic. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage occurred from the patient line of a homechoice cassette; this was further described as there was ¿a pin hole on the line. This occurred during dwell 1 of automated peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. Renal therapy services (rts) assisted the hp to close all the clamps, remove the cassette, end the treatment early and disconnect the aseptic way. Rts advised the hp to start over with all new supplies and advised the hp to ensure to drain enough at initial drain in the next set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.